Manufacturer narrative:
This is a follow up report to correct the narrative to the complaint conclusion. As noted in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; report recurrent deep vein thrombosis occurred in 109 out of 582 patients with clinical follow-up. No other information was provided. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of one event for deep vein thrombosis. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are trapease filters but the catalog and lot numbers are not available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep; 6 (5): 599-605; report recurrent deep vein thrombosis occurred in 109 out of 582 patients with clinical follow-up.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
As noted in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; report recurrent deep vein thrombosis occurred in 109 out of 582 patients with clinical follow-up. No other information was provided. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. The patient is also reported to have a perforation of the ivc and of an organ(s). However, a clinical conclusion could not be determined as to the cause of the events. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.